Event description:
It was reported that 12 days after surgery, the patient heard a noise from the implants and an x-ray found that the closure top and rod had migrated out of the pedicle screw on the left side of l5. A revision surgery was performed to remove the pedicle screw, rod, and closure top and replace them with another pedicle screw, rod, and closure top. There were no injuries that occurred during the revision surgery. This is report two of three for this event.

Manufacturer narrative:
H6: additional method code: 4110. Corrections in d4: UDI number, d9, g1, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed wear patterns in the anodize from the set screws, but no clear indication of uneven seating. X-rays were provided showing that the closure top and rod backed out of the pedicle screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that 12 days after surgery, the patient heard a noise from the implants and an x-ray found that the closure top and rod had migrated out of the pedicle screw on the left side of l5. A revision surgery was performed to remove the pedicle screw, rod, and closure top and replace them with another pedicle screw, rod, and closure top. There were no injuries that occurred during the revision surgery. This is report two of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2023-00197 through 3012447612-2023-00199.